Event description:
It was reported that a screw had backed out of it's position and blocked the automatic locking mechanism for the units legs. It was reported by the customer that they believe that vibrations generated by using the cot increasingly led to loosening of the screw which blocked the automatic locking mechanism on the front legs of the undercarriage, which if blocked could lead to the cot legs folding under the unit during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.